Manufacturer narrative:
H6: investigation summary the customer reported the extension set is leaking and returned two samples. One sample is the used affected sample, and the second is an unused sample of the same lot, which verifies the material and lot number. The used sample was leaking from a crack on the female luer. The crack begins at the thread and travels longitudinal along the whole body of the luer. The root cause is unknown. The unused sample did not have any observed failures. Not other failure modes were observed. A device history record review for model 30914 lot number 20116836 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown.

Event description:
It was reported that 1 extension set mic tubing 60 inch was cracked and 7 sets leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "that is what they have now and they are reporting leaking creating a negative pressure situation putting ECMO patients at risk for air entrapment. (B)(6) 2021 update: primarily leaking at the connection site for double strung lines. 1 product was reported as cracked but primarily just leaking at connection sites."

Manufacturer narrative:
Investigation summary: the customer reported the extension set is leaking and returned two samples. One sample is the used affected sample, and the second is an unused sample of the same lot, which verifies the material and lot number. The used sample was leaking from a crack on the female luer. The crack begins at the thread and travels longitudinal along the whole body of the luer. The root cause is unknown. The unused sample did not have any observed failures. Not other failure modes were observed. The customer is urged to be careful when tightening these luers, as they can be fragile and can crack from excessive stress or over-tightening. A device history record review for model 30914, lot number 20116836 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that 1 extension set mic tubing 60 inch was cracked and 7 sets leaked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "that is what they have now and they are reporting leaking creating a negative pressure situation putting ECMO patients at risk for air entrapment. 04-march-2021 update: primarily leaking at the connection site for double strung lines. 1 product was reported as cracked but primarily just leaking at connection sites."